Event description:
During the da vinci mitral valve (mv) repair, md was having trouble positioning the intra-aortic occlusion device combined with a difficulty inflating and deflating the balloon. The catheter was removed and tested again outside the patient. It was still difficult to inflate and deflate. No leak seen. The scrub rn said he did not have this problem when he initially primed the device. Balloon occluding catheter was primed and tested before insertion into the patient, and it was fine. Upon inserting into the patient, the physician could not easily inflate or deflate the balloon. It was removed, and the scrub nurse who had previously tested the balloon found the new resistance.

Event description:
During the da vinci mitral valve (mv) repair, md was having trouble positioning the intra-aortic occlusion device combined with a difficulty inflating and deflating the balloon. The catheter was removed and tested again outside the patient. It was still difficult to inflate and deflate. No leak seen. The scrub rn said he did not have this problem when he initially primed the device. Balloon occluding catheter was primed and tested before insertion into the patient, and it was fine. Upon inserting into the patient, the physician could not easily inflate or deflate the balloon. It was removed, and the scrub nurse who had previously tested the balloon found the new resistance.